Event description:
The customer reported that a falsely elevated total human chorionic gonadotropin (thcg) result was obtained on a patient sample on an advia centaur xpt analyzer. The erroneous result was reported to the physician(s), who questioned the result. The sample was repeated on an original analyzer. The repeat result recovered lower than the initial result and was considered correct. The repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated thcg result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely elevated total human chorionic gonadotropin (thcg) result was obtained on a patient sample on an advia centaur xpt analyzer. Calibration and quality control (qc) were recovered within the range on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse ran dry/wet water/wet wash, which recovered within specifications; found leak at fluidic manifold on connections for wash 1 at dilution probe 1 (dp1) and dilution probe 2 (dp2), replaced fittings and checked for leaks, checked the performance of all dispense posts and aspirate probes, checked and adjusted vacuum flow and pressure, replaced check valves going into the wash manifold, reran sample 6 times and qc. The cause of the falsely elevated thcg result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2025-00204 on 07-aug-2025. Additional information (14-aug-2025): siemens further evaluated the event and has determined that there were no issues with the reagent as quality control (qc) recovered within acceptable ranges, and no issues were reported with other patient samples. Based on the siemens evaluation, it is concluded that the leak identified at the wash manifold potentially contributed to the falsely elevated thcg result. Qc and patient sample replicates were run post-service, produced expected results. The investigation conclusions code in the h6 section was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.